Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following could not be completed with the limited information provided. Date of event - unknown. Device code - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. (B)(6). Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity.¿

Event description:
Information was received based on review of a journal article titled, "polyethylene and metal debris generated by non-articulating surfaces of modular acetabular components" which studied the liner-metal and screw-cup interfaces of muacs to test the hypothesis that they generate debris which may cause osteolysis and prosthetic loosening in which one patient was initially implanted with the mallory-head acetabular component. The article reported that a patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision on an unknown date due to dislocation. All liners from the study were damaged by external surface deformation, causing permanent deformity on their back surfaces. No further information has been provided.